Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high and unstable thresholds and low sensing during implant. The physician attempted the lead in multiple locations. An alternate lead was placed. No patient complications have been reported as a result of this event.